Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radio frequency programmer head failed all uplink amplitude tests. The head's cable was replaced and the head then passed all final electrical testing and a bench systems test. (B)(4).